Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - did this event contribute to any patient adverse event? If yes, please explain. No adverse events a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an emergency c-section procedure on (B)(6) 2026 suture was used. While suture the uterus, two suture threads used broke into two after the knot was tied. They were replace with two other threads, which appear to have held. No adverse patient consequences were reported. Additional information was requested